Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The prolieve system displayed a "low water" error message 30 minutes into the procedure. The physician attempted to refill the heater exchange cartridge; however, this did not correct the error. According to the complainant, there was no sign of leakage around the cartridge or in the system. The procedure was cancelled due to the error. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined.